Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information indicating that the right ventricular (rv) lead showed high pacing thresholds during a pocket check. As the rv lead was determined to be dislodged, a revision procedure was performed to reposition the lead. No additional adverse patient effects were reported.